Event description:
No urine output from foley. Foley flushed without difficulty and patient stated he felt wetness on leg. Foley then found on bed outside of patient's body. Balloon of catheter noted to be defective/broken. Tip of catheter intact. Numbers found on catheter port- (B)(4).